Event description:
It has been reported to philips that during an emergency treatment the x-ray did not work. The procedure was continued after a reboot of the system. Though there was no alleged death or serious injury, we are conservatively reporting this event as the investigation is ongoing. A follow up report will be submitted when further information is received.

Manufacturer narrative:
Philips has investigated this complaint. A good faith effort was made to obtain more information from the customer, but they would not provide it. Log file analysis showed that too many signals were given in too short of a time span causing a delay in the system¿s execution of commands. This is due to an intermittent issue with the device software that affects the timing of displayed information and the system¿s response to user commands. This issue is due to a blockage of the microsoft windows eventlog on the host computer for a period of up to approximately 25 seconds, with most delays between 8 and 15 seconds. When this windows eventlog blockage occurs, command handling (e.g. X-ray, table movement) is not possible. Philips has sent a customer information letter to inform of this issue.

Manufacturer narrative:
Patient outcome code was corrected.

Manufacturer narrative:
Corrected data: additional narrative, evaluation method code. Philips has further investigated this complaint. A philips remote service engineer (rse) examined the system by connecting with the customer and confirmed that the exposure was not possible while using a wired footswitch. Log file analysis showed commands related to the emergency stop and there were instances of start and stop exposure errors. The analysis also showed that it can be a possible 10s issue or slow hand switch issue. This is due to an intermittent issue with the device software that affects the timing of displayed information and the system¿s response to user commands. This software issue is known as the ¿10 seconds issue¿. The issue got resolved after the cold restart. The rse sent a wired footswitch to the customer as a proactive measure. Philips has initiated a field safety corrective action (2021-igt-bst-006). At the time this complaint was received, philips did not have enough information to exclude the potential for device contribution to the reported death. Since that time, this scenario is not likely to cause or contribute to death or serious injury if it were to recur. The "10 seconds issue" will disappear after certain period of time (in seconds) and is self-recovering. Also, the reported issue was resolved by a cold restart. If a loss of function issue occurs during a procedure, a warm/fast restart or a cold restart may be performed in an attempt to resolve the issue. By using these mitigations provided by the design of the device, the issue may resolve, allowing for continuation and completion of the procedure. This procedural delay is not considered likely to cause a death or serious injury. Based on re-evaluation, this case is not reportable.